Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has experienced bad infusion sites and bent infusion set cannulas. The patient's blood glucose at the time of incident was 400 mg/dl. No treatment or symptoms of the high blood glucose was mentioned. The customer was advised on proper preparation and insertion of the infusion sets and was instructed to change their infusion set. No products were returned or replaced.